Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during before the procedure, the endoscopic image was not displayed. In addition, the white balance error e311 was displayed only once. Error code e311 means that the white balance has not been set. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of olympus locations. The olympus field service engineer (fse) visited the user facility. Fse checked the device, but couldn¿t duplicate the reported phenomenon. According to information provided by the service department of olympus europa se & co. Kg (oekg), the reported event occurred only once and did not recur, so omsc determined that the device was normal. The endoscopic image may not have been displayed temporarily due to improper connection. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.